Manufacturer narrative:
The prod associated with this report has not yet been returned. Based upon the implant date provided by the rptr, the connector type is assumed to be a taper ii. The rptr of the event was asked to return the prod for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Further info from the rptr regarding serial # has been requested.

Event description:
Reported by pt as port infection. Port was removed and has not been replaced due to the infection. F/u finding, infection has healed and a new port was implanted.